Event description:
On (B)(6) 2010, a nursing student was administering intravenous (IV) benadryl to the pt and the supervising nurse realized that the student was administering the IV benadryl through the lumbar drain port. The nursing student administered 0.7 ml of the IV benadryl in the extension tubing connecting to the lumbar drain. The supervising nurse stopped the nursing student's administration, removed the syringe from the port, clamped the drain, assessed all of the connections and ports, and unclamped the drain. There was no injury to the pt. It was believed that the medication did not go into the pt. The pt did fine. It was unk if the product was replaced after the incident occurred.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.